Event description:
It was reported that during implant attempt, after the lead was in place fluoroscopy revealed distal lead migration. The lead was not used. During attempt of another lead, the lead pulled back from the target vessel and could not be advanced further despite several attempts. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.